Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The complaint received states that during an interventional procedure the shaft of a cypher select plus fractured and separated during use. There are no procedure, patient or lesion details available. The report received from the affiliate states that the cypher select plus 2.75x18mm stent shaft broke into two while physician is trying to advance it into the sheath. The fracture and separation occurred in the portion of the device that remained outside of the patient's body, there was no portion retained within the patient. Multiple attempts have been made to obtained further information regarding this complaint; however, to date no other details are available. There was no report of injury to the patient. One non sterile cypher select plus 2.75x18mm was received coiled inside a plastic bag. It was separated (broken) in two at 98.4 cm from distal end in the metal shaft area. A kink was found at 94 cm from distal end. The stent was mounted in its original position between marker bands; it was crimped and did not show any damage. The section where the shaft got separated (broken) appears as if it had been kinked before it got broken. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported body/shaft separated was confirmed. The exact cause of the failure and the kink found could not be determined; it is likely that procedural factors could contribute to the failure experienced by the customer and damage found. Controls to detect bents and kinks on the sds are in place in the manufacturing lines. Neither the DHR review nor the product analysis suggests that the reported failure and bents/kinks observed are related to the manufacturing process. Therefore, no corrective or preventive action will be taken. The complaint was confirmed on analysis. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the very limited information suggests that procedural and/or handling issues may have contributed to the confirmed failure.

Event description:
The report received from the affiliate states that the cypher select plus 2.75x18mm stent shaft broke into two while physician is trying to advance it into the sheath. It happened outside the patient`s body.